Manufacturer narrative:
(B)(4).

Event description:
According to the report: the endo pouch separated inside the patient, leaving some of the pouch intra abdominally. The surgeon opened another device to finish the case. All of the device components were retrieved from the patient, and the procedure did not extend longer than 30 minutes.